Event description:
Reportedly, the connector is damaged and comes out of the home monitor.

Manufacturer narrative:
Expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken. - the root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.